Event description:
It was reported to philips that the system was unable to perform three-dimensional rotation. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the system was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting determined that there was a failure with the workstation's hard disk. The fse believed that the likely cause of the event was a lag between the system and the software. The fse cleaned out the dust from inside the computer and reinstalled the system and software. After these repairs were complete, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.